Manufacturer narrative:
Product event summary: the lead was returned in partial segments and analyzed. Analysis revealed that the proximal conductor was worn. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation had an abrasion due to mechanical heart valve. The outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was oversensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.